Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel dissection occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). Vascular access was obtained via the left brachial artery. A 300cm v-18 control guide wire was advanced and a non-bsc 4fr 140cm guide catheter was also advanced and used to support the v-18 guide wire, however, the v-18 could not cross the lesion. The wire was exchanged to a non-bsc device. Next, a 4mm x 60mm sterling balloon catheter was advanced to pre-dilate the lesion. A 50% residual stenosis remained. The physician then an advanced the 6.0mm x 100mm sterling balloon catheter across the lesion and inflated the device an unspecified number of times using unspecified atms. A contrast study was performed and a 10cm dissection was noted distal to the lesion in the left sfa. The physician treated the dissection by inflating the 6.0mm x 100mm sterling balloon catheter to 3 atms for a "long inflation", and implanted two non-bsc stents (6mm x 60mm and a 6mm x 40mm) to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.